Manufacturer narrative:
Customer name e1: captured here due to character limitation. Hospital universitario puerto real hospital universitario puerto real the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had interference image. There was no report of patient harm.